Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a follow-up, a loss of capture on the device was noted. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The device was received in normal range of operation. Device image analysis indicated average monthly voltage and current trends were normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Device output, pacing, sensitivity, and capture tests were normal. Header and connector inspection did not reveal any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.